Event description:
It was reported that during the implant procedure of an left ventricular (lv) lead, the target branch was too small, and the lead dislodged and/or encountered placement difficulty. The lv lead was removed and replaced with a different lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).